Event description:
On (B)(6) 2008, the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. At that time, the maximum aneurysm diameter was 83 mm. On (B)(6) 2010, the follow-up CT revealed aneurysm enlargement due to an unk endoleak. At that time, the maximum aneurysm diameter was 93 mm. On (B)(6) 2010, angiogram confirmed aneurysm enlargement was due to a proximal type 1 endoleak and that the device migrated distally 1.1 cm. The physician implanted two talent stent grafts to treat the endoleak. The endoleak was resolved and the pt tolerated the procedure. The aneurysm sac remained the same. On (B)(6) 2011, the pt expired due to aneurysm rupture. Details of the death are unk. A gore representative was only present at the initial procedure on (B)(6) 2008. Gore was notified of all subsequent procedures and events on november 11, 2011.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Known inherent risk of procedure - per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoleak; migration; reoperation; rupture; death. It was reported that the pt was correctly sized and there were no anatomical considerations or pre-existing patient conditions.